Event description:
A physician reported that the plunger slipped past the intraocular lens (iol) during insertion in cataract surgery with iol implantation. The surgeon pulled back the plunger several times and finished implantation of iol. The iol was implanted and the operation itself was completed safely. The surgeon suspects that this incident was not led by the defective product but the characteristic of the product itself, therefore, he was afraid of recurrence.

Manufacturer narrative:
Only the device was returned in the opened blister tray in a non-company open blue pouch. The lens was not returned. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted toward mid-nozzle. No damage was observed to the device. The plunger was removed and examined. There was no damage or abnormalities observed. The plunger was reinserted into the device with no difficulty. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint of "plunger slipped past iol". Only the undamaged used device was returned. The lens was implanted. The plunger was evaluated with no damage observed. The plunger was removed, evaluated, and reinserted into the device with no difficulty or abnormalities observed. Information was provided by the reporter that "the plunger slipped past the intraocular lens (iol) during insertion. He pulled back the plunger several times and implant was finished. The iol was implanted and the operation itself was completed safely". The described method of delivery is not a recommended practice. Per the instructions for use (IFU): do not attempt to retract the plunger once the delivery attempt has begun. Per the IFU: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. After the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the ultrasert¿ preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).